Event description:
The facility reported an infusion pump with a failure code 715:00. The facility's rep stated there was no report of a pt incident or injury involved with this pump since the last baxter service event. Although info was requested by baxter, no info was available regarding the date this report occurred, the medication involved, pump programming and set-up info, specific pt info, tubing product code and lot number in use.